Manufacturer narrative:
(B)(4): product type catheter. (B)(4).

Event description:
It was reported that the patient recently had a pump replacement but ¿it¿ came loose and the surgeon went in and ¿fixed the problem.¿ the patient has ¿felt better than she had felt in 10 years after for three weeks. ¿it was not known what medication the device system delivered. No further information was available. Additional information has been requested, but was not available as of the date of this report.